Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator will not ventilate properly and is giving transducer fault, high pip, low ve and circuit disconnect alarms. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
The reported complaint was confirmed through the events log and duplicated during functional check. Pt802 has failed.